Event description:
It was reported that this pacemaker was interrogated as the patient visited to the ER due to symptoms of lightheadedness. During interrogation, a signal artifact monitor (sam) episode was identified, accompanied by minute ventilation (mv) chop. Loss of capture (loc) was also observed. Pacing impedance measurements were noted to be high out of range. Technical services (ts) assessed that the sam episode suggests a possible issue with the ring conductor. No other episodes with noise were detected outside of the sam event. As a temporary solution, ts recommended switching to unipolar pacing with bipolar sensing, provided that pacing thresholds in unipolar mode are acceptable. Ts also advised configuring non-sustained ventricular tachycardia (nsvt) alerts in latitude to monitor for future episodes involving noise. It was noted that the associated rv lead is a non-boston scientific (non-bsc) device. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) sensor that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker was interrogated as the patient visited to the ER due to symptoms of lightheadedness. During interrogation, a signal artifact monitor (sam) episode was identified, accompanied by minute ventilation (mv) chop. Loss of capture (loc) was also observed. Pacing impedance measurements were noted to be high out of range. Technical services (ts) assessed that the sam episode suggests a possible issue with the ring conductor. No other episodes with noise were detected outside of the sam event. As a temporary solution, ts recommended switching to unipolar pacing with bipolar sensing, provided that pacing thresholds in unipolar mode are acceptable. Ts also advised configuring non-sustained ventricular tachycardia (nsvt) alerts in latitude to monitor for future episodes involving noise. It was noted that the associated rv lead is a non-boston scientific (non-bsc) device. The device remains in service. No adverse patient effects were reported.